Event description:
It was reported that the ilet bionic pancreas displayed pairing failure alerts with a dexcom g7 continuous glucose monitor (cgm) sensor, resulting in loss of cgm readings and a dosing stops soon notification; multiple pairing attempts with a verified code were unsuccessful, and the user was instructed to toggle and restart the ilet, then replace the sensor and contact dexcom support, indicating an intermittent communication failure associated with the antenna/electrical components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem between the ilet and the cgm, consistent with intermittent communication failure involving the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.